Event description:
During a follow-up, episodes of noise resulting in oversensing were observed on the atrial lead. Lead damage was suspected but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.